Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(6) 2015 which refers to herself. She had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent birth control. After consumer's third son was born, she decided she was done having kids. She had essure inserted and almost immediately after the procedure she started getting an excruciating burning pain in her back and pelvis; and all of a sudden it hurt to move her body to out of bed or do anything. She stated the pain got worse and spread all over her body and despite two operations and many test and exams she still had constant pain. She mentioned it felt like she has been hit by a truck every day. Follow-up information received on (B)(6) 2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) year-old female consumer who had excruciating burning pain in her back and pelvis since essure (fallopian tube occlusion insert) insertion. She was submitted to two operations (unspecified) and many tests. These events are listed according to essure's reference safety information. After essure insertion abdominal, pelvic, back and uncharacterized pain may occur. In this case, consumer stated her pain started immediately after essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious event pain got worse and spread all over her body was reported. This case was considered an incident, as although the 2 operations mentioned by the consumer were not specified; she related these procedures to her events (surgical intervention required due to the events). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up will be possible, since no contact details were provided.